Manufacturer narrative:
It was reported in a literature article publication, differences between 1-and 2-level cervical arthroplasty: more heterotopic ossification in 2-level disc replacement, in the journal of neurosurgery: spine 23mar2012 by jau-ching wu, md., et.al. A study analyzed 98 bryan artificial disc in 70 (of 87 consecutive) patients with symptomatic cervical ddd who underwent 1- or 2- level arthroplasty. The 1-level consisted of 42 patients. The 2-level group was composed of 28 patients. The study consisted of 48 males and 22 females. The mean age for the group was (B)(6). Complications for bryan: -heterotopic ossification -less mobility -post operative hoarseness -cerebrospinal fluid (csf) leak occurred intraoperatively the cerebrospinal fluid leak occurred intraoperatively, was free of clinical symptoms or wound complications. A review of the device history records for lot xxx is not possible at this time. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).

Event description:
It was reported that the study analyzed 98 bryan artificial disc in 70 (of 87 consecutive) patients with symptomatic cervical ddd who underwent 1- or 2- level arthroplasty. The 1-level consisted of 42 patients. The 2-level group was composed of 28 patients. The study consisted of 48 males and 22 females. The mean age for the group was (B)(4).